Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band was broken. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient, causing a delay in dispensing of the medication. There were no adverse events or injuries reported based on this event.